Event description:
National complaint coordinator (ncc) reported one incident of a pt reaction with the psn 170 dialyzer. It was reported that 48 minues into treatment, the pt experienced ultrafiltration was ceased and oxygen administered (route and dose unknown). No change in bp was reported. The blood was returned and treatment was resumed with a dicea 90g dialyzer. Reportedly the pt's symptoms resolved. This was the third occasion that the pt had been dialyzed on the psn dialyzer and reportedly, the dialyzer had been primed according to the product info sheet.